Manufacturer narrative:
Despite multiple attempts made to the field, this explanted pacemaker was not returned back to boston scientific for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker was discovered to have an anomaly. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was discovered to have an anomaly. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis, this complaint will be updated upon completion of analysis.